Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1927bcnf-1, corkscrew®, batch 15434972, was received for investigation. Visual inspection noted that the device was with the sutures and needles attached. The anchor had evidence of damage at the distal end. Functional testing was not performed due to the damage to the device. The method used to prepare the bone, as well as the bone quality encountered during the procedure, was not provided. The most likely cause can be attributed to misuse due to improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion. The complaint allegation is confirmed.

Event description:
It was reported that during a hand surgery the implant broke during insertion. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.